Event description:
During svc of product unit was found to not cycle with ac led only and constant single tone alarm due to a burnt trace on the motor board. Cause of burnt trace is unk. Replace motor board.